Event description:
It was reported that there was a right atrial lead impedance warning. The lead had undefined impedances and no capture. The electrogram (egm) showed almost no electric potential in the unipolar setting but the bipolar setting did record atrial potential. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.